Event description:
It was reported that during a device change out high, out of range pacing lead impedance and loss of capture were observed. The lead was capped and replaced without complications. Patient was doing well after the procedure.

Manufacturer narrative:
(B)(4).